Event description:
Per the clinic, the patient experienced pain as a result of migration of the device. Subsequently the device was explanted on (B)(6) 2015; during the same procedure the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, april 15, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.